Event description:
Customer reported receiving calibration error alerts that led to bad sensor alerts. She reported that the sensor readings were inaccurate and got worse the more she calibrated. The blood glucose reading was 167 mg/dl and the sensor reading was 265 mg/dl. She stated that there was no delayed or incorrect entry of a blood glucose reading. She reported that this alert did not occur as the result of the first calibration attempt after initialization. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.